Event description:
It was reported that a pulse oximeter displayed missing number segments. There was no patient invovlement reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored. Covidien reference number: (B)(4).

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) assisted the user facility in evaluating the device via phone. The tse suggested to replace the front printed circuit board (pcb) to resolve the issue. Though requested, no additional information has been received.